Event description:
Same case as: 2134265-2014-02484. It was reported that a rotawire fracture occurred. A 1.25mm rotalink plus and a rotawire was selected to treat the target lesion. During platforming outside of the patient, the rotawire broke off as the rotational speed was set. Procedure was completed with another of the same device. No patient complications were reported and patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for device analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. During visual and tactile inspection was performed. The device was stuck inside the catheter. The wire was removed with strong resistance from the catheter and the device was kinked along the body, moreover the device returned fractured and the distal section of this device was not returned. A dimensional inspection was performed and all the outer diameter measurements are within the specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as: 2134265-2014-02484. It was reported that a rotawire fracture occurred. A 1.25mm rotalink¿ plus and a rotawire was selected to treat the target lesion. During platforming outside of the patient, the rotawire broke off as the rotational speed was set. Procedure was completed with another of the same device. No patient complications were reported and patient's status is fine.